Manufacturer narrative:
Device was not returned for investigation. A comparative catheter of the same catalog number was pulled and tested for rated burst pressure. The labeled rated burst pressure for this catheter is 2.0 atm. The device was taken to 2.0 in a body temperature water bath and did not fail. It was then taken up in pressure until burst occured. It did not burst until 3.5 atm. This catheter is only indicated for pulmonary valvuloplasty. It was being used off-label for aortic valvuloplasty. It is also unknown whether an inflation device with pressure gauge was being used to monitor the pressure, as specified in the instructions for use. It is also unknown as to what pressure the catheter was taken to when the burst occured.

Event description:
As per the medwatch report received from the FDA/user facility: "during pre-dilatation the balloon ruptured and was removed but it had separated from the inner sheath." Updated report from bis "in an email from the account: the catheter was used for aortic valvuloplasty. There were no notes about an inflation device being used. There was no mention of any pressure at the time of rupture. A 16fr gore dry-seal sheath was used. The catheter shaft was not kinked. There is a mention of steep horizontal aortic angle in excess of 60 degrees. There is mention of heavy valve calcification. Condition of the patient was stable. Once defective balloon was removed a 29 mm evolut pro core valve was loaded into the delivery catheter."